Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "recent admission". It was reported that the patient was hospitalized for peritonitis. Treatment for the event was not reported. At the time of this report the patient outcome was reported as "resolving and condition improving". Action taken with pd therapy was not reported. No additional information is available.